Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The investigation of the pod data found that it was deactivated at the end of second prime. Inspection of the needle mechanism assembly, hard cannula, environmental seal, and bottom housing found no damages or deficiencies that would contribute to an improper insertion or needle mechanism failure. Though no issues were observed, it could not be determined when the needle mechanism deployed. The exact cause of both the reported unsure properly inserted and needle mechanism failure events could not be determined. The exposed soft cannula was observed to be torn and fluid leaked from this tear. The exact time and cause of the soft cannula damage could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: ap3a.240905.015.a2.s908usqs8fyg7. Hardware: sm-s908u. Cgm sensor type: g6.

Event description:
A patient reports while activating a pod the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. In addition the patient was unsure if the cannula had properly inserted at the pod infusion site.